Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that on a unknown date, the zipfix gun did not ratchet down on cables during close up following a cardiothoracic procedure. This is report 1 of 1 for complaint (B)(4).